Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the difficult to remove-anatomy could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during grasping the clip got stuck on the posterior leaflet and the clip was deployed in place. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4 and posterior flail and friable leaflets. The clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed. During grasping the clip got stuck on the posterior leaflet. There was no issue with grasping. Troubleshooting was performed but it was decided to deploy the clip where it was stuck as mr was reduced. The clip was on both leaflets, but an additional clip was placed for additional stability. There was no tissue damage noted. Two clips implanted, reducing mr to <1. There was no adverse patient effect sequela and no clinically significant delay in the procedure. No additional information was provided.